Event description:
The pt underwent the index procedure with the deployment of three endeavor sprint rapid exchange (rx) drug-eluting stents to the proximal lad. Approximately 7 months post index procedure, the pt experienced acute systolic heart failure. The pt was admitted to the hospital with a three day history of dizziness and shortness of breath. EKG reported sinus bradycardia and wide complex tachycardia thought to be ventricular tachycardia. Chest x-ray reported congestion congestive heart failure. The pt presented with non-stemi, cardiac catheterization demonstrated severe lv dysfunction with severe single vessel disease and was in cardiogenic shock. Pulmonary hypertension was diagnosed as severe. A balloon pump was placed and the pt was started on pressors and milrinone IV. The pt was diagnosed with acute systolic heart failure. Repeat pa pressure was improved after repeat right heart catheterization. Two days later a chest x-ray showed right PICC line placement with tip near the junction of the subclavian vein and superior vena cava and EKG reported normal sinus rhythm. Chest x-ray reported bibasilar atelectasis and cardiomegaly. One day later a cardiac MRI showed a large lad territory infarction. Dual chamber ICD was implanted. Approximately 4 days later, a chest x-ray reported an unremarkable exam. IV milrinone was discontinued, PICC line discontinued, and the pt was discharged on oral medications. According to the primary investigator, non-stemi was the primary event which in turn caused the acute systolic heart failure, ventricular tachycardia, and pulmonary hypertension. The event was considered recovered/resolved. In the investigator's opinion, the event of acute systolic heart failure was not related to the study device. Reference MFR report numbers 9612164201101211, 9612164201101212 and 9612164201101213.

Manufacturer narrative:
(B)(4). Evaluation, results: (mi).